Event description:
It was reported, approximately three months post implant, high threshold value was observed with the right ventricular lead. Consequently revision procedure was completed. During the revision procedure the screw of the lead stopped working, as it would not retract. Further information provided noted the screw had been extended and retracted several times. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was noted the lead was received with the helix partially retracted, blood and tissue on it and the distal conductor distorted within the connector. The distal conductor has been over-retracted in the connector; blood was observed in all conductors and in/on the helix mechanism; the outer insulation was found breached cut; apparent explant damage; full lead analyzed.